Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter was reading inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist (mss) contacted the patient. The patient stated that the alleged issue began at an unspecified time on (B)(6) 2015 when readings of 24.2, 18.2, 13.8 and 24.8mmol/l were obtained using the subject device compared to unspecified readings obtained using a abbott freestyle device. The measured results were taken more than 30 minutes apart however which is an invalid comparison. The patient manages her diabetes using an insulin pump (nova rapid 10 units and lantus 6 units) and denied making any changes to her usual diabetes management routine in response to the alleged elevated readings obtained. The patient stated that she experienced symptoms of shaky, light-headed, dizzy and faint an unknown amount of time after the alleged issue began, and reportedly self-treated by consuming additional food and/or drink in response to the reported issue. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure, the strips were within their expiry date, the patient's testing technique was correct and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record (DHR) was done on the subject meter lot, which was found to have a deviation. The planned deviation is a labelling update to the owner¿s booklet that has no adverse impact on the product performance or function. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.